Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No scrolling numbers or unresponsive buttons were noted. All buttons functioned properly. However, the pump had corroded keypad traces on the act button. The pump also had a cracked belt clip slot, a cracked lcd window, a cracked case at the display window corners, and a cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons and a scrolling keypad. The customer's blood glucose was 145 mg/dl. The customer stated that the numbers were scrolling the screen, and the up button stopped responding leading up to the event. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.